Event description:
Medwatch #(B)(4) was received on (B)(6) 2013 stating that; patient was discharged home after an outpatient laparoscopic/gynecological procedure. Patient was trying to void when a "large metal object" came out of her vagina. She reported this to her surgeon who identified the object as the cervical cone portion of a cohen acorn cannula. The cone was inadvertently left inside the vagina upon removal of the cannula. The cervical cone portion of the device screws onto the distal end of the cannula and was assumed to be loose upon removal. Neither surgeon nor the surgical tech noticed it was missing upon removal. On (B)(6) 2013 customer reports the device was expelled the same day as surgery, no harm done to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.